Manufacturer narrative:
D2b.device product code corrected to qhj.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned by the time of complaint closure. A review of sensor in-vivo data revealed diminished sensor performance, indicative of oxidation of the glucose-indicating component within the sensor hydrogel, which most likely contributed to the observed discrepancies. The user was offered a sensor replacement as part of resolution. Dms records indicated that the user was inserted with a new sensor on (B)(6) 2026.